Event description:
Pt revised to address poly spinning out.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. Although the exact root cause of the reported spin out could not be determined, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re -opened.